Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat incontinence. It was reported that following insertion the patient experienced urinary tract infections and dyspareunia. It was reported that the patient underwent a hysterectomy in 1(B)(6) 2009 and a bladder lift in (B)(6) 2011. It was reported that the patient underwent a pelvic repair procedure in (B)(6) 2012 and a robotic assisted cervical sacropexy on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.